Event description:
Pt reported being injected with radiesse dermal filler during a training session in (B)(6), 2010. The pt developed pain 48 hours post-injection and believed she had a sinus infection. She went to her gp and was prescribed augmentin. The infection did not clear with the left-sided pain persisting. Neither she nor her physician attributed this to the radiesse. She went back to her gp and received a second dose of antibiotics in (B)(6). She changed to a different gp in (B)(6), 2011 and was put on a third antibiotic with little effect.

Manufacturer narrative:
In (B)(6) 2011 she was referred to an ent who confirmed that her symptoms were not sinus related. Her gp started her on a low dose of anti-depressants to combat the nerve pain. She was then sent to a neurologist who feels her condition is neuralgia-related. It was described as a lower facial migraine, which can be triggered by a facial injury or surgery to the face, teeth or gum area. The pt has asked that the case be kept strictly confidential. She did not provide any injector info therefore no procedure details such as lot number, amount or facial location injected are known.